Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was selected for implant. During deployment of the device, the la disc of the occluder deployed deformed. The device was removed from the patient and the physician observed that the la and ra disc were asymmetrical. The fiber inside the disc migrated after deploying the device three times and did not cover the whole disc. The user suspects the la disc was unable to deploy in ball shape due to the asymmetry of the la and ra discs. No additional 20mm amplatzer septal occluders were available for implant and the physician elected to exchange the device for a 22mm amplatzer septal occluder (lot number: 6676517). The procedure was completed and the patient is reported to be stable.